Event description:
It was reported that the left ventricular (lv) lead triggered an audible alert due to high pacing impedance. The patient presented to the clinic and the impedance alert parameters were adjusted. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.